Manufacturer narrative:
(B)(4). The assignable cause of the rite electrical test failure of ground bond failed performance spec was determined to be a loose set screw on the door post. A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of ground bond failure. The previous return of the device was not for any issues related to ground bond failure.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to ground bond failed performance specification.